Event description:
It was reported that the pt experienced a loud banging noise on (B)(6) 2009, and then could no longer hear from her implant system. The pt was seen at the clinic on (B)(6) 2009, where her external equipment was exchanged three times and testing performed. The pt did not experience any improvement with the new external equipment and testing showed that the device had malfunctioned. The pt was seen by med-el (B)(4) on (B)(6) 2009. Testing was performed, which confirmed that the device was no longer functioning within specification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.